Manufacturer narrative:
The investigation into the positioning issues has been completed. The product was not returned. Per the clinical information provided, the root cause of the positioning issue was use related. The impella was pulled back and out of position.

Event description:
The user facility reported a 58-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the impella 5.5 pump was pulled back out of position during patient support. Due to the inadvertent displacement, the decision was made to explant the pump. There was no patient harm.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.